Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation with a varipulse¿ bi-directional catheter and vizigo and the patient experienced cardiac tamponade which required surgical intervention and prolonged hospitalization. The report indicated that during an afib ablation procedure, a tamponade occurred during the mapping phase. Pericardiocentesis was performed and restored normal arterial pressure values. The ablation procedure was aborted, and the drain was left in place while the patient was kept under surveillance. The patient was stable, but prolonged stay at the hospital for surveillance.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device 00003082 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received which indicated that the physician¿s opinion on the cause of this adverse event was initially a perforation of the left atrial appendage (laa). After reviewing the case, it was probably a perforation of the anterior wall of the left atrium (la) when pulling out, then readvancing the varipulse catheter in the vizigo sheath. The diameter of the loop of the catheter was not expanded when pulling out the catheter and that seemed to cause a shift in the sheath position. Generally speaking, the physician finds that advancing/retrieving the varipulse catheter in the vizigo creates a shift in the sheath position, does not have this feeling with an agilis. There was no ablation performed in this case, the issue occurred in the mapping phase. The procedural activated clotting time (act) during procedure is not available, but protamine was used to mitigate the blood effusion. The sheath and the catheters were exchanged twice. Switched between ¿sl0 and vizigo +1 removal/readvancement¿ of the varipulse catheter during the mapping phase. One transseptal puncture site was performed during the procedure with abbot brk 1 needle and sl0 sheath. There was no evidence of steam pop. The flow setting was 4ml/min flow for the varipulse catheter, standard drop-to-drop practice for the vizigo sheath. The patient did not require cardiac surgery. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).